Event description:
It has been reported to philips that during a planned treatment procedure the wireless footswitch lost connection with the base station and the wifi indicator was red. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.

Manufacturer narrative:
The wireless connection with the base station was re-established after restarting the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. The customer did not recall the patient details. No patient information could be obtained.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.